Event description:
It was reported that this implantable lead was part of a system revision due to systemic staphylococcus aureus infection. There were no additional adverse patient effects reported. The implantable lead remains in service.